Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to an early overloading in a completely unstable fracture constellation, contributed by an intra operative damage of the gamma nail caused by a deviated step drill resulting in significant weakening of the gamma nail in the area of the lag screw thru hole. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to high load application by the patient contributed by intra operative damage of the proximal drill hole. The review of the risk assessment for the failure mode and level 1 root cause indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A more precise statement is not possible with the information given.

Event description:
A patient came in with pain. During surgery it was observed that the gamma nail is broken.

Event description:
A patient came in with pain. During surgery, it was observed that the gamma nail is broken.